Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the sheath broke during the procedure, leaving a fragment of metal in the patient's bladder. This forced the surgeon to stop the resection in order to retrieve the metal piece.